Event description:
It was reported that a patient who underwent spaceoar procedure placement, had a rectal wall infiltration of the hydrogel. The patient current condition is unknown. Boston scientific has been unable to obtain additional information despite good faith efforts. .additional information received on 23jan2026. It was reported that the data was an entry in error.

Manufacturer narrative:
Additional information block b5 and h6 have been updated due to the additional information. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The additional information provided by the account, indicated that the device was never misplaced and the information was entered in error. Blockb3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/15/2025.

Event description:
It was reported that a patient who underwent spaceoar procedure placement, had a rectal wall infiltration of the hydrogel. The patient current condition is unknown.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2025. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.